Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.